Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter one-link device disconnected from a non-baxter closed system transfer device (cstd) which was connected to an elastomeric infusor containing an unspecified chemotherapy product. The issue was identified when the nurse was checking the clamps and the connection to the patient¿s PICC (peripherally inserted central catheter). This was further described as the one-link detached from the male luer of the cstd device ¿as the device was not attached correctly." The device was secured and the elastomeric infusor performed as expected. There was no patient injury or medical intervention associated with this event. No additional information is available.